Manufacturer narrative:
The technician replaced the scale power control board assembly and the external alarm wit housing to resolve the issue.

Event description:
The technician alleged the bed exit alarm functions but the audio alarm volume is too low. No pt impact.